Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient couldn¿t feel stimulation and they were wetting themselves. It was noted that this started on (B)(6) 2019. Troubleshooting found that stimulation was off; the device did not have a lightening bolt and the icon looked empty. It was reviewed that therapy needs to be on for it to be effective, so they were assisted with decreasing to 3.0 before turning stimulation back on. They confirmed that they turned it on and increased to 6.3 where they could feel stimulation in the correct area. It was recommended that they document the changes and their therapeutic response, and follow up with their healthcare provider if their symptoms are not resolved. No further patient complications are anticipated or expected as a result of this event.